Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was indwelled with urethral catheter before the operation. It was reported that the bladder in the anterior segment of the urethral catheter had been broken, and the urethral catheter fell off by itself when the nurse checked the catheter when the patient complained of discomfort at the urethral oriface.